Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error 63 alarm during testing noted. However, the pump error 63 alarm, variable 3, was located in the formatted history file due to cold solder joints at the keypad assembly. The power management tool confirmed the power error 25 alarm was triggered when a backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. The detailed trace analysis confirmed that the root cause was the non-sleep anomaly software error. The pump was received with a scratched case, a faded serial number label, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had instances of hardware low level failures alarm and power error alarm in the alarm history. The patient's blood glucose at the time of incident was 2.6 mmol/l. During troubleshooting the caller confirmed that the insulin pump settings were cleared. The device's label was missing as well. The insulin pump will be returned for analysis.